Event description:
A customer reported a corneal burn. Two weeks later the mfg site received a customer generated medwatch form from the customer indicating that the procedure being performed was vitrectomy, lensectomy, and laser treatment of the left eye. Upon beginning fragmatome, a whitish material came into view. The sclerotomy was gray at the 10 o'clock position. The fragmatome handpiece was immediately removed. There was what appeared to be fibrotic and burnt edge of the sclerotomy from the shaft of the fragmatome. There was a small leak present at the 10 o'clock position, which was repaired. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).